Event description:
(B)(4).

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center. The evaluation determined that the reported circuit problem was due to a pneumatic block issue. The pneumatic block was replaced, the device was cleaned, serviced, and calibrated to resolve the issue. (B)(4).